Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead from another manufacturer exhibited oversensing and high out of range pace impedance measurements. Boston scientific technical services discussed lead revision and device replacement, however at this time the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating a revision procedure took place and it was found that there was a loose setscrew. The rv lead was disconnected from this device, tested through a pacing system analyzer (psa), and then reconnected. The system remains in service. No adverse patient effects were reported.